Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. H3: device not returned to manufacturer. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that fluid leaked from the instrument connection port, when the operator checked, there was a crack. It was unclear if it cracked when connected. This occurred during priming. There was no patient involvement, and no patient harm/adverse event reported.